Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2026, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 200s heparin and was given. A pre-implant balloon valvuloplasty was done with a 20mm non-abbott balloon. After pre-dilatation, the patient had a left bundle branch block (lbbb). The valve got partially re-sheathed two times due to implant too high and low. The final implant depth at non-coronary cusp (ncc) was 8.9mm and at left coronary cusp (ncc) was 10.9mm. After the procedure, a atrioventricular (av) block I occurred. A temporary pacemaker was placed. The temporary pacemaker was removed before the discharged.